Event description:
The patient came to the hospital with her PICC line out. She had concerns that it was defective. It was leaking according to the patient. I am not sure how the PICC line was removed or by whom.